Event description:
The peritoneal dialysis pt reported that he was in the hospital overnight due to cycler-related issues, but would not provide specifics. According to the peritoneal dialysis nurse, the pt was hospitalized from (B)(6) 2013 with peritonitis, and the pt said something went wrong with the cycler but was evasive when pressed for details. He had not reported any fluid leaks prior to the event. The pt is ok now and continues to use the same cycler without incident. Sample retained for use by pt.

Manufacturer narrative:
The pt's related medical records were requested but have not been received to date. The device is not available for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.